Event description:
It was reported that the surgeon inserted an aq2010v three piece silicone lens and pt's anatomy was unable to support it. The incision was enlarged to remove the lens and sutured after an acl was implanted. The reporter stated the incident was due to a pre-existing pt condition and not related to the product.

Manufacturer narrative:
Evaluation: visual inspection of the returned product showed half of the lens was torn off and missing and there were tears in the lens. There was evidence of a clear surgical residue.